Event description:
It was reported that the patient presented to the hospital after an audible alert triggered. High impedance, noise and increased short interval counts (sic) were observed on the right ventricular (rv) lead and attributed to a possible fracture. The patient was hospitalized for a lead revision. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the pace/sense portion of the lead was capped and replaced with no patient complications.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Thirteen non-sustained ventricular tachycardia (vt) episodes less than or equal to 190 ms occurred between (B)(4) 2013 and (B)(4) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(4) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 1372 sic were seen in 2.11 days between (B)(4) 2013 and (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.